Event description:
A 76-year-old female with history of cad and mr had undergone prior tavr. 10/22 patient went to operating room for planned CABG mvr (sapien) maze, decompensated during mv deployement and underwent emergent placement of impella 5.5 direct aortic in the or and converted to central va ECMO cannulation with open chest. 10/22 optical signal not functioning. Device functioning well, patient well supported. 10/27 patient suffered cardiac arrest, unrelated to optical sensor issue and expired while on support. During impella 5.5 support, low diastolic placement signal was noted compared to arterial line reference pressure. Patient support continued issue until the patient expired.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.